Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: 3008454189) is submitting the report on behalf of berlin heart gmbh (manufacturer). After discussion with the physicians, the parents made the decision to withdraw support. The patient died on (B)(6) 2015 after 32 days of support after device support was discontinued.

Event description:
(B)(4) called on (B)(6) 2015 to get an update on a patient who was implanted on (B)(6) 2015 in lvad configuration. The perfusionist didn't have information for an update but the patient had been taken off support over christmas. He had the vad coordinator call back. Vad coordinator called on (B)(6) 2015 and stated that on (B)(6) 2015 the patient had stopped tolerating feeds and had some changes in his pupil movement. He was taken to have a head CT on (B)(6) 2015. The CT revealed bilateral multifocal ischemic infarcts, with loss of gray/white matter differentiation, with a hemorrhagic infarct in the frontal lobe. They could not tell how old the infarcts were. The results were discussed with the parents and the decision was made to withdraw support.